Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). (B)(6) adverse incident report reference no (B)(4); submitted to (B)(6) by the physician. The complainant indicated that the device is implanted and is not expected to be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during a procedure. According to the complainant, the patient has experienced vaginal erosion (0.5 cm into vaginal lumen) and dyspareunia post procedure and was then referred to tertiary center in glasgow. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.